Event description:
During revision knee arthroplasty surgery two saw blades (stryker 2296-003-511) broke after use by surgeon. Surgeon was immediately notified by or tech. The wound was inspected by surgeon and the fragments were accounted for. The saw blades, wrapper, and saw handle were retained and given to department manager.